Event description:
Dealer stated that the arm frame on a mvps wheelchair will not enter into the front arm socket with ease, end user has to pound on it for it to go into arm the socket. Dealer advised end users hand is sore from pounding.